Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a statlock retention device separated from the pad is confirmed; however, the exact cause is unknown. One photograph of a statlock was returned for evaluation. An initial visual observation of the photograph showed a statlock with the retention device separated from the pad. No obvious evidence of use was observed in the returned photograph. While the exact cause of the observed separation of retainer could not be determined from the returned photograph, possible causes of the separation include inadequate adhesive coverage between retainer and pad, exposure to incompatible chemicals, and damage during handling or use.

Event description:
It was reported that when performing daily maintenance of the PICC catheter in this patient, the tumor department opened the first individually-packaged statlock and found that the post was separated and was not adhered to the base.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that when performing daily maintenance of the PICC catheter in this patient, the tumor department opened the first individually-packaged statlock and found that the post was separated and was not adhered to the base.